Event description:
It was reported to philips that the device has an ECG fault. There was no report of patient involvement. The authorized service provider confirmed the ECG test failed. The customer has refused service so the root cause is unknown. It could possibly be the ECG cable. No further action at this time.